Event description:
A healthcare professional reported that the preoperative and postoperative diagnosis from an implant/explant hospital listed that the implantable neurostimulator malfunctioned. It was indicated that the patient was scheduled for an MRI, and their battery was no longer functional. The patient was implanted for insterim-other and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.